Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that while in use on a patient the display an 840 ventilator went blank. There is no report of patient injury or death associated with this event.